Manufacturer narrative:
Remote support from the customer care solution center was received, during which a quote was provided for the replacement of the faulty ibp/temp pca board. The quote expired and no additional information was provided after multiple attempts so no information is available. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported there was a failing op check, ibp and temp failed.